Event description:
Customer reported the system displays a high mass warning error and sounds an alarm unless kvp is increased and mass decreased in manual mode. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated the system. This MDR is related to ge healthcare complaint number.